Event description:
During evaluation of a returned minicap, the sponge foam was observed separated from the cap in one unopened pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. A visual inspection was performed and the sponge foam was observed separated from the cap. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.